Manufacturer narrative:
Additional, changed, and/or corrected data: b.7.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified opening on posterior, observed 40 mm dark patch edge material inside gel device and underweight. A visual and microscopic analysis was performed which identified sharp opening, crease fold and non-penetrating nicks. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp opening on posterior assessed as a surgical impact opening. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device has been explanted.